Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s device was replaced due to normal battery depletion. The patient then stated that she initially thought based upon what her previous healthcare professional (hcp) in california told her, that the interstim would last 11 years. The patient noted she had a friend whose interstim lasted 11 years. The patient stated that around 6 years, the battery was ¿limping along¿ (the patient indicated she meant the battery was dying). The patient stated she noticed the issue around the time she started seeing her hcp in oklahoma, who told her the battery would need to be replaced. The patient also noted she wasn¿t getting the therapeutic benefit results with her interstim she had in the beginning. The patient noted this was an issue in 2016 when she first came to oklahoma. There were no further complications that have been reported as a result of this event.